Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have recorded episodes of shock therapy. During device interrogation, the health care professional (hcp) observed that code 1005 had been recorded by the ICD device. The hcp called technical services (ts) and requested review of the device stored data. Ts reviewed the provided device data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that there were stored ventricular episodes. Upon review of the episodes, ts noted that the patient was in an atrial fibrillation (af) with possible rapid ventricular response (rvr) and that the ICD had inappropriately delivered about a total of 17 shocks to convert the rhythm. Ts also noted that high out of range right ventricular (rv) lead shock impedances that measured greater than 125ohms were recorded. Ts recommended the hcp schedule a replacement procedure for the ICD and rv lead. Subsequently, a revision procedure was scheduled and performed, the ICD and rv lead were surgically abandoned and replaced with a new device and lead successfully. No additional adverse patient effects were reported.